Event description:
It was reported that during the procedure in the heavily calcified mid right coronary artery, a 2.8x19 rx graftmaster stent delivery system was advanced via femoral access toward the perforation site; however, 3cm proximal to the perforation, resistance was felt and the stent delivery system could not advance further. Force was applied to the stent delivery system and the shaft kinked approximately 10cm from the proximal end outside of the anatomy, and then separated. The stent delivery system was easily withdrawn from the anatomy. The perforation was successfully treated using a xience pro stent. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the rx graftmaster instructions for use states: should resistance be felt at any time during coronary stent graft system withdrawal, please follow the steps provided in section 6.4 stent graft/system removal precautions. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent graft and/or delivery system components. It is most likely that the application of force during advancement resulted in the reported kink and subsequent shaft separation.